Manufacturer narrative:
Additional info received indicated that the customer has not received any further occlusions and that the infusion set type was changed. The tandem t:slim pump user guide indicates that the humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The customer's blood glucose level had stabilized (120-140 mg/dl). The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was high and was addressed with an injection of insulin. Customer reported that the cartridge was changed every 2-3 days.